Event description:
The patient was being treated on (B)(6) 2018 with endovascular repair (evar) for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal. It was reported that the patient had an allergy to contrast agents. The afx2 bifurcated stent graft was successfully deployed via a right approach, and the afx vela suprarenal was deployed proximally. However, there was likely malposition of the afx vela suprarenal device since it reportedly migrated approximately 2cm distally. An additional afx vela suprarenal was deployed to resolve the insufficient component overlap. After touch-up final angiography confirmed that there were no endoleaks, and the procedure was completed. There was no impact to the patient reported. Previously there was also report of a type ii endoleak coming from a lumbar artery that was treated by coil embolization on (B)(6) 2021 at an unknown hospital. The approach was reportedly made through a gap between the afx2 bifurcated stent graft and afx vela suprarenal. Routine follow-up conducted at some time in 2024 (date unknown), confirmed approximately 1mm of aneurysm enlargement. Most recently there has been a report that at some time in 2025 a follow-up revealed an apparent aneurysm enlargement. Computed tomography (date unknown) indicated either a type iiia and/or a type iiib endoleak. The patient was being treated on (B)(6) 2025 and during the y-shaped artificial vessel replacement procedure, two (2) type iiib endoleaks from the afx device were confirmed. The entire afx2 system was explanted and discarded at the hospital. Reportedly the patients condition is improving and scheduled to be discharged next week.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation because the distributor stated it was discarded. Patient medical records and imaging studies will not be requested for further evaluation by a clinical specialist because they were denied by the distributor. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was discarded by the distributor after explanation. A clinical evaluation of the adverse event/incident was completed. An examination of medical imaging received by endologix found the aneurysm enlargement of 6.4 mm complaint is confirmed. The type iiib endoleak and surgical conversion complaints are also confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The patient status was reported as improving however, final patient status remains unknown as it was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated h6: investigation finding codes ¿ remove code 3233 h6: investigation conclusion codes ¿ remove code 11.